Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending module board, oxygen blending manifold, filter duct and flow sensor element were replaced to address the issue.